Event description:
Customer reportedly received results of 83 mg/dl and 42 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms were reported with these results. Customer self treated with crackers, cheese, peanut butter, and (B) (6). Fifteen minutes later customer tested 99 mg/dl, 127 mg/dl, and 62 mg/dl within 10 minutes on the advantage system. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.